Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches and slight discoloration on the cover; otherwise the unit appeared to be in good physical condition. All knobs and switches functioned properly. All wires and solder joints were inspected and wires were manipulated while power was active; no problems were found. The unit passed the endostat ii return evaluation procedure and was found to be within all test parameters. The condition of the returned device was not consistent with the complaint that "bipolar output [was] not working on [the] generator"; the complaint was not confirmed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01106 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, the physician was attempting to cauterize with a gold probe when it was noted that the generator's bipolar output was not functioning. The physician switched to a new gold probe with no change; therefore the procedure was completed with a different generator and foot switch. Following the procedure, the biomed at the account performed a diagnostic test on the generator and confirmed no bipolar output. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01106 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, the physician was attempting to cauterize with a gold probe when it was noted that the generator's bipolar output was not functioning. The physician switched to a new gold probe with no change; therefore the procedure was completed with a different generator and foot switch. Following the procedure, the biomed at the account performed a diagnostic test on the generator and confirmed no bipolar output. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.